Manufacturer narrative:
The reported serial number (B)(4) is not a valid baxter serial number. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a flogard pump alarmed fg.080 (occlusion alarm received unsure whether an upstream or downstream occlusion alarm was emitted). The event occurred during a canine "routine dental procedure". There was no report of patient injury or medical intervention associated with this event. No additional information is available.